Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported pressure issue and replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report :02/06/2019, date rec¿d by MFR : 06/04/2019. Based on the review of the trend analysis, no corrective action shall be initiated. These issues will continue to be trended monthly. Should a significant adverse trend be detected, these issues will be considered for CAPA investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.